Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the probe's cutting was weak during a vitrectomy procedure. The probe's aspiration was functioning. The product was replaced and the procedure was completed. The product sample is available. There was no harm to the patient. No additional information is expected.

Manufacturer narrative:
A review of the device history records traceable to the reported lot number indicated that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicated there were three additional complaint associated with the lot for the reported issue. One 23 gauge probe sample was returned for evaluation for the report of poor cutting during surgery. The returned sample was visually inspected and deemed conforming. Actuation testing was performed and deemed nonconforming. The cutter did not close completely in the port. Aspiration testing was performed and deemed conforming. Cut testing was performed and deemed nonconforming. No cut was able to be achieved. The probe was disassembled and the components inspected. There were approximately 0 to 5 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There was no resistance felt when removing the inner cutter from the needle. There was very little wear at the bend area of the inner cutter, but wear was present down the front of the inner cutter. Actuation testing was repeated after the disassembly and the test was then deemed conforming. The complaint evaluation did indicate the probe performance for both actuation and cutting was nonconforming. The exact root cause for why there was no cutter movement cannot be determined from this investigation. The mostly likely cause for the poor actuation and cutting is from a damaged inner cutting edge or an incorrect cutter bend angle that impeded the movement of the cutter in the port. Foreign material or other components within the probe may also impede the movement of the cutter shaft, causing poor cutting. The interference between the cutter and the outer needle was confirmed as an issue as the actuation testing was deemed conforming after the probe was disassembled, which removed any interference between the components. An investigation has been completed and action implemented to reduce the frequency of probe complaints. (B)(4).